Manufacturer narrative:
The customer reported problem was confirmed. Technical recommended for the software to be updated to the current version. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Patient or user involvement: no. Patient or user harm: no. Case description: tech called in for help on 8015 unit serial # (B)(4). Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: troubleshooting/ error codes. Case resolution: tech called in with error code 210.6021 on 8100 unit has to do with keypad failure on unit, if unit allow him he can run the keypad test on unit, if unit fail test replace front case with keypad. Tech thank me for my assist.